Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system and requested additional training; the user was advised to space meal announcements and to avoid announcing snacks under approximately 15 grams of carbohydrates, and the user treated the low with oral glucose tablets. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient low blood glucose to 65 mg/dl for about 10 minutes, corrected without professional medical intervention or back-up therapy. Investigation included review of the reported event details and provision of troubleshooting and education. Investigation of this case revealed no device malfunction and suggested use-related factors related to meal and snack announcements as a potential contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.